Event description:
Same case as 2134265-2008-00226. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a liberte' 4.0x12mm bare metal stent to the tortuous circumflex (cx) artery, but was unable to cross the lesion. Upon removal of the stent delivery system, it was noted that stent damage occurred. Another 4.0x12mm liberte' stent was used and the same event occurred. The procedure was completed with another liberte' stent, same size. No pt complications were reported. Pt status post procedure is noted as ok.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.